Event description:
The patient reported being hospitalized on (B)(6) 2010 due to elevated blood glucose of 30 mmol/l (540 mg/dl). She attempted to lower her blood glucose by bolusing through the infusion device and changing the infusion set but her readings remained elevated. She was treated with an insulin IV at the hospital. She switched to her backup infusion device and her blood glucose returned to normal, 7 mmol/l (126 mg/dl). She stated the infusion device has been exposed to water and x-ray. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.